Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ECG a and b to the front therapy electrodes were all severed. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.